Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring.

Event description:
It was reported that the pressure tubing became disconnected, causing a small amount of blood loss. It is not known if the patient had been transferred or moved, and it was not possible to quantify the amount of blood that leaked from the system. The system was replaced by another set. There was no allegation of patient injury. Inquired of patient demographics from the reporter, unable to be obtained.

Manufacturer narrative:
Model and 510k number updated.